Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that two days after implantation of an intraocular lens (iol) into the right eye, the patient complained of blurry vision, photophobia, pain, and eye redness/irritation. Slit lamp findings were corneal edema, diffuse d folds, 2-3+ cell/flare, and fibrin/opacity covering iol. The patient¿s best correct visual acuity (bcva) decreased from 20/50 to 20/150. The patient was re-educated on eye drop administration and compliance and closely monitored over next few weeks and did not show much improvement. Approximately one month after the onset of symptoms, a vitreous tap was performed, and injections of vancomycin, ceftazidime and dexamethasone were administered. The patient was prescribed oral steroids. The culture had no growth. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of the event is unclear, but favors tass, stating that the findings were inconsistent with infectious endophthalmitis vs. Robust inflammatory response with cystoid macular edema. Patient has persistent macular edema and corneal edema/descemet's folds. Medications prescribed for use at home post-operatively: prednisolone qid then q1h then switched to durezol. Ofloxacin qid for 1 week. Durezol qid to bid (currently).

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
Additional information was received indicating the patient is still requiring treatment.